Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in pacing inhibition greater than four seconds. Due to past sensing challenges, the right ventricular (rv) lead is interfaced to the left ventricular (lv) device port and the lv lead is interfaced to the rv device port. A boston scientific technical services consultant discussed troubleshooting and programming options for this system. No adverse patient effects were reported.